Event description:
The account alleged they were replacing the hydraulic manifold and now the bed has not function.

Manufacturer narrative:
The account replaced the power control module to repair the bed.